Event description:
On (B)(6) 2014, 09:45 am, pt felt dizzy and tested his blood glucose with a presto meter. It measured 179 mg/dl. He then measured his blood-glucose to be 33 mg/dl with his accucheck meter.

Manufacturer narrative:
The device has been returned to the MFR. The confirmation investigation found no fault with the meter. The test strip lot DHR was reviewed and passed qc testing. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.